Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced atrial fibrillation (af) with rapid ventricular response (rvr) in which inappropriate anti-tachycardia pacing (atp) and inappropriate shocks were delivered. Technical services (ts) reviewed noting therapy did not convert the rhythm. This ICD remains in service. Other than the inappropriate shocks, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.